Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number ramping anomaly was noted. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump won't stop scrolling through the time. Customer stated that the insulin pump may have been exposed to sweat in her bra. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.